Manufacturer narrative:
(B)(4). Implanted device remains.

Manufacturer narrative:
Per the clinic, the patient was equipped with a longer abutment on (B)(6) 2013. The procedure was completed in the operating room. The issue has been resolved and the patient resumed use of the device. Fixture remains insitu.

Event description:
Per the clinic, on (B)(6) 2013, the patient underwent a procedure to have keloid reduction. The patient was treated with steroid injections (dates and type not reported) post operatively to treat site, however, the patient continues to experience skin overgrowth. The implanted device remains.